Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. This occurred last night so the home patient disconnected himself. The technical service representative (tsr) had the hp turn the hc machine on; it was at press go to start. The hc unit was operational. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm. Complaint is not confirmed and the assignable cause is undetermined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4) and renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.